Manufacturer narrative:
Correction was made. Intervention was required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the issue had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that there was incision discomfort and oozing discharge at the site. There were no reports of falls or traumas related. Physician prescribed antibiotics on (B)(6). Issue has not been resolved at the time of this report. No further complications were reported or anticipated.